Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. When the "device did not fully perform the stapling", had the device delivered a complete cut line? If not, were the staple line and cut line equal in length? If yes, had the device partially fired? Or if the device did deliver a complete cut line and the staple line was incomplete?

Event description:
It was reported that during an enterotomy closure procedure, the device presented problems during the surgical procedure, the device did not fully perform the stapling. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: can you please clarify the event. When the "device did not fully perform the stapling", had the device delivered a complete cut line? Yes device delivered a perfect cut line. If not, were the staple line and cut line equal in length? Yes the staple line and the cut line were the same. If yes, had the device partially fired? Yes the device was partially tripped. Or if the device did deliver a complete cut line and the staple line was incomplete? Yes the device delivered a full cut line and the perfect staple line.